Manufacturer narrative:
Device sp 16 008 has been analysed for investigation purpose. The investigation identified the software crash to be caused by an improper export of the data from the hospital imagery system. Tests performed confirmed that no device failure was detected. The device operated within specification.

Event description:
It has been reported that during a surgery, a software failure occurred. The patient data file was not accessible. The procedure was completed with a traditional surgery technique.